Manufacturer narrative:
Additional information: h4 device manufacture date added b4 additional information received was added to the event description the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. A sample analysis could not be performed because no photo or sample was available for evaluation. The complaint will be reopened if sample is received. A root cause cannot be determined. A walk through of the manufacturing process was carried out. Current process and controls were found to be followed correctly, including subassemblies, finished product assembly, packaging, and product inspections. No abnormal conditions were found that could trigger the reported condition. No action plan is required at this point. The manufacturing site will continue to monitor customer complaint and feedback notifications for adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Event description:
Additional information received: the intensive care rn stated there does not seem to have been any problem with this product and therefore no harm to a user. It is a product rarely used by the rn.

Manufacturer narrative:
D4 lot number has been corrected to: 2014000364, from: 201400364.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that 3 tubes were disposed of as they were non-functional. Additional information received stated the mandrel (guidewire) in the center of the tube cannot be pulled out.